Event description:
It was reported that three months post implant, a decrease in r wave sensing and an increase in threshold were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.